Event description:
It was reported a "pop up alert" during programming was observed, but subsequently disappeared. Consequently, this device was not attempted for implantation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block, grommets and setscrews found no anomalies. Primary analysis finding: no anomalies were identified.